Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 200 mg/dl. Insulin squirting out during the manual prime process. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted during testing. The insulin pump received with scratched lcd window and cracked reservoir tube lip.